Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run in the wrong mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.